Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n155767006, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (200 mcg/ml at 99.89 mcg/day), sufentanil (18 mg/ml at 8.990 mg/day) and bupivacaine 918 mg/ml at 8.99 mg/day) via an implantable infusion pump. It was reported that the pump was alarming and the patient had withdrawal symptoms. The pump was interrogated and multiple stalls/recoveries were found: stall (B)(6) 2020 at 07:18 and recovery at 10:35 the same day, stall again that evening at 21:03 and recovery at 01:06 on (B)(6) 2020 and a stall at 05:52 and recovery at 12:19 on (B)(6) 2020. The pump was replaced. During the replacement procedure a slit was found on the proximal end of the sutureless connector so that portion of the catheter was replaced. The issue was resolved and the patient was alive with no injury. It was noted that the explanted devices would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis and analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. A portion of the catheter was returned for analysis and analysis of that portion found ¿no significant anomaly¿. (B)(4). If information is provided in the future, a supplemental report will be issued.